Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. One detached needle and one suture piece outside its packaging were received for analysis. The product code is w9915. During the visual inspection of the detached needle, the swage area and the edge were noted with marks probably caused by a surgical instrument. This condition likely caused the needle to detach from the suture. Additionally, remnants of the suture were observed in the needle hole. The received suture was inspected, and the extremes were noted to be cut probably caused by a surgical instrument. Body fluids were also observed along the suture. The other section of the suture was not returned for analysis. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device aw6746_w9915 batch number, and no non-conformances were identified. Corrected data: h11. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. "

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/31/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The doctor was operating in (B)(6) hospital. As he was suturing, the suture detached from the needle. They opened another one, and the suture detached from the needle again. They opened a third suture, and thankfully this strand was ok (did not detach). Two faulty strands, along with all the remaining sutures with the same lot number, are being returned. There were no patient consequences reported. There were no significant delays. Additional information was requested.